Event description:
It was reported that log file analysis captured a no external power event while connected to the mobile power unit (mpu). The mpu did have a v-lock connector on the ac power cord. The ac power cord did not come loose at the wall outlet. There were no environmental circumstances that would have affected ac power at the time of the event. The mpu was exchanged due to wear and tear noted on the patient cable.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power and atypical voltage alarms was confirmed via the submitted log files. The reported event of wear and tear on the patient cable was unable to be confirmed as no images were provided, and the mobile power unit (mpu) was not returned for evaluation. The submitted controller event log file contained events from (B)(6) 2025 through (B)(6) 2025. Intermittent power cable disconnect and low power hazard alarms were captured from on (B)(6) 2025 while connected to the mpu due to the relative state of charge (rsoc) voltages on both power cables dropping to approximately 0 volts (v). The alarms were not associated with true power source exchanges and cleared shortly after each time. On (B)(6) 2025, the rsoc and bus voltage of both power cables dropped simultaneously to approximately 0 v while the controller was connected to the mpu, resulting in a no external power alarm. The backup battery supported the system without issue during the event. The no external power alarm resolved on (B)(6) 2025 when the power cables were connected to external batteries. The driveline was disconnected on (B)(6) 2025, and the controller was shut down, appearing consistent with the reported controller exchange. The observed alarms did not affect the controller's ability to operate the pump at the set speed. No other notable events or alarms were captured. It was communicated that the exchanged mpu would not be returned for evaluation. A root cause for the reported events could not be conclusively determined through this analysis. The device history records were reviewed, and the records reveal that the mobile power unit (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D, and heartmate 3 patient handbook, rev. A are currently available. Section 3 of the IFU, "powering the system", and section 3 of the patient handbook, ¿powering the system¿ explain how to properly use the mobile power unit (mpu). These documents also caution the user to always have at least one system controller power cable connected to a power source at all times, and to not rely on the system controller¿s backup battery, as it will only power the pump for a limited amount of time. These sections also explain all the mpu alarms and inform the user to inspect the mpu patient cable and ac power cable for damage daily, and not to use the mpu if either cable shows signs of damage. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address how to properly interpret and troubleshoot all system alarms, including power cable disconnect, low power hazard, and no external power alarms. Section 8 of the IFU, ¿equipment storage and care¿, and section 6 of the IFU, ¿caring for the equipment¿ address how to properly care for, maintain, and store the equipment for proper use and to prevent damage. Section 10 of the patient handbook, ¿safety checklists¿, section e of the IFU, ¿safety checklists¿, provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.